Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they were not fully emptying their bladder. They found out in the last 6 months or maybe a little longer. Their managing urologist was a little concerned and suggested patient call the manufacturer to see if they had a suggestion as to which program they should be on. The patient had tried several programs for different reasons over the last 2 years and asked if there is a particular program that would be most effective on emptying the bladder. The agent reviewed therapy information and general programming guidance that the patient would need to monitor symptoms on each program in order to determine efficacy. The patient responded that they would have no way of knowing if they are emptying or not, as this problem was only discovered after the doctor's office performed a scan. The agent recommended that the patient discuss symptom management and tracking with their doctor.

Manufacturer narrative:
B2: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.